Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer failed to boot up properly, and it was not able to reach the ability to function appropriately. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the main processing unit circuit board was replaced. It was also noted that the power cord door was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.